Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 14. ¿pain.¿ 15. ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02006.

Event description:
Patient¿s legal counsel reported patient was revised approximately 5 year post-implantation due to patient allegations of pain and lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient¿s legal counsel reported patient was revised approximately 5 year post-implantation due to patient allegations of pain and lack of mobility, and elevated metal ion levels. Additional information received in revision operative reported noted some corrosion at the base of the head. There was also significant corrosion product/staining on the trunnion.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
(B)(4). The following information is being submitted to relay additional information. Concomitant medical products- part: 157446 name: m2a-magnum mod hd sz 46 mm lot: 178590. Reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.